Manufacturer narrative:
Additional information: section h4 has been updated based on extended investigation findings. No product has been returned. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs (device history review) for the freestyle libre sensor and freestyle libre sensor kit were reviewed and the dhrs showed the freestyle libre sensor and freestyle libre sensor kit passed all tests prior to release if the product is returned, the case will be re-opened, and a physical investigation will be performed.

Event description:
Customer reported his adc freestyle libre sensor stopped working on the day it was inserted. He further reported that on (B)(6) 2019 due to this issue he could not monitor his blood glucose levels. At the time, customer was experiencing ¿transpiration, dizziness and lack of sight¿. Customer inserted another sensor, received a reading of 27 mg/dl, was taken to a hospital and treated with ¿liquid sugar¿. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The reported product is not expected to be returned. A follow-up report will be filed if product is returned or additional information is obtained. The date of manufacture is unknown. The date listed is the date when abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported his adc freestyle libre sensor stopped working on the day it was inserted. He further reported that on (B)(6) 2019 due to this issue he could not monitor his blood glucose levels. At the time, customer was experiencing ¿transpiration, dizziness and lack of sight¿. Customer inserted another sensor, received a reading of 27 mg/dl, was taken to a hospital and treated with ¿liquid sugar¿. There was no report of death or permanent injury associated with this event.